Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The anvil of the loading unit was bowed and the knife bar assembly was buckled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bowed anvil and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection (lar) procedure, the stapling device was being used for dividing the rectum. The stapler was not able to fire. There was poor staple formation. The staples did not deploy at the distal end. The staple line was incomplete. In order to resolve the issue and complete the case, the procedure was converted to open due to the device problem. The incision was extended by more than one inch (2.54 cm). The surgical time was extended by thirty minutes or more due to the product problem. The patient outcome is alive, no injury.